Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired and was damaged at the tip at 26,295 joules. Per the customer, the fiber tip popped at point of green arrow. No pt injury was reported.